Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was supplied to cook on 14aug2023. The customer reports that a new nurse improperly operated the basket during the preparation stage, causing the basket damage. A representative was sent to the facility to train the staff regarding use of the device. Additionally, it has been confirmed that the procedure was completed with a mesh basket of the same rpn and lot number.

Event description:
As reported, the basket tips of three 'ncircle tipless stone extractors' were found broken prior to a stone removal procedure. The procedure was completed with another same-like device. There were no adverse effects on the patient.

Manufacturer narrative:
E1: customer phone = (B)(6). E3: occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, the basket tips of three 'ncircle tipless stone extractors' were found broken prior to a stone removal procedure. The procedure was completed with another basket of the same rpn and lot number. There were no adverse effects on the patient. The customer reports that a new nurse improperly operated the basket during the preparation stage, causing the basket damage. A representative was sent to the facility to train the staff regarding use of the device. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 14770768. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device for lot 14770768. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU [t _ ntse_ rev1] supplied with the device states the following in consideration of the reported failure mode: - "precautions: the device is conductive. Avoid contact with any electrified instrument. Enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur." The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint was an inadvertent user error that resulted in the reported device damage. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.